Manufacturer narrative:
Complaint no.: (B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from side of the bag. The leak was discovered before the bag was about to be hung. This report documents no patient involvement or adverse events. No additional information is available.